Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check could not be performed with tandem technical support, as occlusion alarms occurred in the past. Customer reported changing the infusion set to address the alarms, but didn¿t provide any further information. Customer reverted to manual injections for insulin therapy until new supplies were delivered. Customer¿s blood glucose level was 123 mg/dl.